Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented in clinic for routine clinic appointment. When the pt was connected to the power module, the pt received a red heart alarm and pump stoppage. The yellow wrench on the power module also illuminated with an intermittent beep. The pt became symptomatic with the pump stop. It was noted that when the pt is on both batteries, the pump appears to function without a problem. The external percutaneous lead (lead) is almost completely covered with either rescue tape or electrical tape. This is the first pump stop episode that the pt experienced. Images of the lead appear to have 2 areas closer to the lead line connection where the metal shield is compromised. Given the instability of the pump function on ac power, the pt was admitted.

Manufacturer narrative:
Additional information was received indicating that on (B)(4) 2013, the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure. The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.